Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a communication error encountered on the physician's tablet. The wand battery was checked, the tablet was ensured to be unplugged from the ac mains, and the wand was moved around without success. At the time of the initial report, there were not any known working serial adapter cables available to complete the troubleshooting. Follow-up after the initial report showed that upon replacing the suspect cable, the programming system performed as expected. The serial cable does not require return, as the failure mode is understood to be a failure of the serial cable associated with a disconnected wire connection.